Event description:
It was reported that during a post change-out follow up, the rv to svc vector hv lead impedance measurements was high, and the svc to can showed no measurements. A loose setscrew was noted after physician re-opened the pocket. The issue was resolved by tightening the setscrew.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.